Manufacturer narrative:
Technical support instructed the account to inspect the CPR linkage. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.

Event description:
The account stated that the head section will not rise, but if he lifts up on the trend handle he can raise the head.